Event description:
During the procedure, the wire at the end of the needle driver broke. This was the fifth use of this re-usable instrument, which is supposed to last for ten uses. There was no patient harm and the instrument is being returned to the manufacturer.